Event description:
During a primary surgery, the stem sat proud, so the surgeon rebroached, causing a medial fracture of the calcar.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned femoral stem finds no product problem that would be a contributing factor in the stem not seating properly. A review of the device history record found no related deviations or anomalies. The broach associated with this report was not returned for examination. The investigation is unable to determine a root cause for the problem reported. Based on the investigation a need for corrective action was not identified. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2013 it was realized the broach was available for examination. Related dimensional inspection of the returned broach was performed by depuy engineering. There was no discrepancy from drawing requirements identified. The returned broach was manufactured during march 2011. It is unknown in how many surgeries the broach has been used previous to this report and/or if dulling of the cutting teeth from repeated use may have been a factor in the problem reported. The investigation is unable to determine a root cause for the problem reported. Based on the investigation a need for corrective action was not identified. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.